Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR report: 1627487-2013-11537. Ref MFR report: 1627487-2013-11539. It was reported, the pt has experienced overstimulation. It was also reported the pt's ipg can no longer communicate with the charger and programmer due to not recharging the ipg as recommended. In turn, the ipg is non-functional and the pt is without stimulation. As a result, the pt will have the ipg replaced.